Event description:
It was reported that the patient underwent an intracept procedure where upon the physicians first few taps of the mallet, the j-stylet sharply dove inferiorly. Upon retracting the j-stylet and removal from the straight cannula, the physician noticed that a piece of the peek sheath had been sheared off and likely remained inside the patient. The procedure was aborted for further evaluation of the patient. The patient was then woken up after the procedure and experienced radicular pain. The patient was admitted to the hospital and had a magnetic resonance imaging (MRI) and a computer tomography (CT) scan performed. The patients pain severity remained high. The physician believes that the curved cannula peek sheath is in the spinal canal. The physician reported that the neurosurgeon decompressed the nerve with a laminectomy. The physician visualized the breach, but did not find any sheared peek device fragments, only some bone fragments. The patient stated that they were experiencing less pain and that her hip pain improved. The patient also reported mostly having back pain. The patient was discharged from the hospital and their leg pain is gone, however, the patient continues to have low back pain.

Manufacturer narrative:
The curved cannula, j-stylet, bevel stylet, and introducer cannula were returned and analyzed. A visual inspection revealed that the curved cannula shaft tip was broken. The breakage of the tip was likely due to use of excessive force during the procedure. The j-stylet was tested with a known good curved cannula and a known good introducer cannula to confirm that it lacks any extreme resistance and locked during the functional test. The bevel stylet was tested with a known good introducer cannula to confirm that it lacks any extreme resistance and locked during the functional test. The introducer cannula was also tested with a known good bevel stylet to confirm that it lacks any extreme resistance and locked during the functional test. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe.

Event description:
It was reported that the patient underwent an intracept procedure where upon the physicians first few taps of the mallet, the j-stylet sharply dove inferiorly. Upon retracting the j-stylet and removal from the straight cannula, the physician noticed that a piece of the peek sheath had been sheared off and likely remained inside the patient. The procedure was aborted for further evaluation of the patient. The patient was then woken up after the procedure and experienced radicular pain. The patient was admitted to the hospital and had a magnetic resonance imaging (MRI) and a computer tomography (CT) scan performed. The patients pain severity remained high. The physician believes that the curved cannula peek sheath is in the spinal canal. The physician reported that the neurosurgeon decompressed the nerve with a laminectomy. The physician visualized the breach, but did not find any sheared peek device fragments, only some bone fragments. The patient stated that they were experiencing less pain and that her hip pain improved. The patient also reported mostly having back pain. The patient was discharged from the hospital and their leg pain is gone, however, the patient continues to have low back pain.